Event description:
The manufacturer became aware of a literature entitled ¿the spatial distribution of aerosols in high-speed bone burring with external irrigation¿, published in 2021, which is associated with the imn instruments (intramedullary nailing system). During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. One patient has been contaminated due to use of high speed burr & contaminated saline as coolant.

Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by medical university of innsbruck, department of orthopaedic and traumatology - experimental orthopaedics, austria. The article can be found at https://www.sciencedirect.com/science/article/pii/s0167701221000737. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.